Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a bd¿ needle 1 1/4 in. Single use, sterile, 27 g, the needle broke. The following information was provided by the initial reporter: injection needle broke from hub during use.

Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 305136 and lot number 9193713. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. H3 other text : see h10.

Event description:
It was reported that while using a bd¿ needle 1 1/4 in. Single use, sterile, 27 g, the needle broke. The following information was provided by the initial reporter: injection needle broke from hub during use.